Event description:
As reported to coloplast, though not verified, full information received 6/30/2021: hard pump- wouldn't inflate. Pump worked normally upon dissection from scrotum. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information the inflatable penile prosthesis was implanted approximately 4 years ago and removed/replaced on (B)(6) 2021 due to a hard pump and wouldn't inflate. The device operated normally when dissected from scrotum. The information received indicated the device had a hard pump and would not inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. According to the available information the inflatable penile prosthesis was implanted approximately 4 years ago and removed/replaced on 6/30/2021 due to a hard pump and wouldn¿t inflate. The device operated normally when dissected from scrotum. The information received indicated the device had a hard pump and would not inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device was explanted and replaced due to a hard pump. It was noted upon explant that it operated normally.